Event description:
The customer reported that the reprocessing of their bronchovideoscope was insufficient due to being processed in a reprocessor with a water filter in an overused condition. The cleaning time exceeded 30 minutes, which the customer believed was not normal and too long. The scope was then suspected to have been used in a case. There were no reports of patient or user harm.

Manufacturer narrative:
E1 reporter establishment name full: (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.